Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 35 mg/dl. The customer was treated with food and glucose tablets. Customer has been experiencing low blood glucose for couple of hours. Customer was advised to contact rep to check her settings. Customer had low reservoir warming and advised to that she need to change it in the morning. Customer was advised she has a low to disconnect from the pump.